Event description:
Failure to alarm: a floor nurse had removed a patient¿s foam dressing the night before due to drainage leaking out of the side of the dressing with no leak alarm sounding.

Manufacturer narrative:
No samples, pictures or lot number information were provided or received for evaluation, therefore, a device history record review investigation could not be performed with the limited information provided. Regarding pump not leak alarming, the pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for excessive leak if triggered by pressure differentials between pump pressure selector setting and the sustained pressure measured on the gauge, reacting as an indication that the desired sustained pressure is not stable due to a leak. A possible root cause is that in the normal operation of the soft port, dressing absorbed exudates that slowed down the transport of freshly pulled exudates in system. In that circumstance the pump maintained negative pressure and canister was receiving a smaller volume due to a partial occlusion in soft port. In summary, the pump in system connection will be sensitive to leak rates below 0.05 l/min and to instability in pressure held for system when negative pressure cannot be sustained within 25mmhg of setting. Alarms in system connections normally occur within a period of time in the range of 2-3 minutes, therefore not instantaneous. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.